Event description:
It was reported that during a photo selective vaporization procedure the fiber tip was lose and spinning but there was no physical break. The physician noted that light illuminated from under the fiber cap. When the fiber was withdrawn into the prostate, the beam dimmed when fired, the laser fired from the side window and the front of the tip. The fiber was immediately replaced and the procedure successfully completed with a second fiber with no injury to the patient.